Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with serial number label missing and cracked keypad overlay. Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life. The insulin pump battery did not last long and only takes 4 days. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.